Event description:
It was reported that the lead was possibly fractured; impedance measured differently through the analyzer vs the device. The lead was capped. No patient complications have been reported as a result of this event.